Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an abnormality in the cuff and the use was discontinued. There was no patient injury/harm.